Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that his device was "not getting to the desired high rate setting". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that their "pulse rate goes up" when "biking downhill or in the car" and that their device has not been functioning correctly since it was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.